Event description:
The clinician reports that the day the implant was placed in ada 31, failure occurred upon insertion. Primary stability not achieved and nerve encroachment. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.